Event description:
Procedure: lung biopsy. According to the reporter: endo gia was loaded with the reload 030458. At the time of firing, the knife of the reload moved out of the rail and mounted in the staples area. The tissue was pushed and cut, but not stapled. At the same time the reload was locked in the handle and was difficult to unload. A new device was used. No other MFR's reinforcement material was used. There was no extension of the incision of over one inch. There was no blood loss ov over 500 cc. Surgery time was delayed over 300 minutes. It was necessary to perform a mini thoracotomy to access the lung. The tissue was cut and manually sutured. Pt is currently in good condition.

Manufacturer narrative:
(B)(4).